Event description:
A facility reported that the cusa excel 36khz straight handpiece (c2602) went to 50% and heats up when utilizing. No information has been provided on injury, or surgical delay.

Manufacturer narrative:
The excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: the handpiece (hp) was over torqued. The transducer, coil form and housing assembly have been replaced. In addition, the hp has been tested, recalibrated, and passed all the testing parameters. Root cause - the root cause is confirmed as overtorquing due to incorrect assembly and disassembly of the hp by the customer using the torque wrench. This results in the torque wrench misaligning the dot on the hp and the hp connector. A corrective and preventative action (CAPA) has been raised and is pending corrective action.